Manufacturer narrative:
Age at time of event, corrected data: initial report inadvertently reported the patient's age as ni instead of (B)(6). Date of birth, corrected data: initial report inadvertently reported the patient's date of birth as ni instead of (B)(6).

Event description:
Generator product analysis was completed. Various electrical loads were attached to the generator and the diagnostics were as expected during all testing. The generator performed according to functional specifications. There were no performance or other adverse conditions found with the generator. Lead product analysis completed. The reported lead break was confirmed in the product analysis, or pa, lab. The lead was returned in four portions with the following dimensions: 458 mm, 13 mm, 8 mm, and 16 mm. Visual analysis of the return 13 mm portion quadfilar coil identified a break at the proximal end of the anchor tether. Scanning electron microscopy, or sem, found the quadfilar coil break and identified the area on one of the broken coil strands as having evidence of a stress induced fracture with mechanical damage and pitting. The remaining broken coil strands were identified as mechanically damaged, preventing identification of the coil fracture type with fine pitting on one and residual material on the remaining two coil strands. Pitting and residual material were noted on the coil surface. Stimulation was believed to be present for a period of time due to the presence of pitting. Continuity testing of the remaining lead portions passed. Two sets of set-screw marks were observed, one of which indicated that a good mechanical and electrical connection was present at one point. Excepting the discontinuity, the condition of the return lead portions is consistent with those that follow an explant.

Event description:
It was reported that during a periodic review of the manufacturer's programming history database that high impedance was observed on the patient's generator. Follow up with the medical professional's office revealed that the first indication of abnormal readings was noted several years prior. It was noted that the impedance value was not quantified but the records indicated that x-rays were performed and did not clearly identify a lead break. There was no known trauma or patient manipulation that could have contributed to the high impedance. It was noted that the continuing high impedance was discussed with the patient's family. However, due to the efficacy of the vns therapy the family felt they had gained, replacement was repeatedly declined until the intensified follow-up indicator, or ifi, was flagged. The patient underwent full vns replacement surgery. The explanted generator and lead were received by the manufacturer and are pending product analysis. No additional relevant information has been received to date.